Event description:
Same case as MDR ID#: 2134265-2012-07357. It was reported that during an intravascular ultrasound diagnosis (ivus) procedure, catheter pull back difficulties occurred and thrombus formed in the target vessel. Vascular access was obtained via radial artery. The target lesion was located in the ostial left circumflex artery (lcx). Initially the ilab cart motordrive and the atlantis sr pro imaging catheter failed to perform an automatic pullpack, but successfully did it on a third attempt. At that time thrombus was found in the target vessel, which was successfully extracted by an aspiration catheter. The procedure was completed successfully with no patient harm. The drug therapy used during the procedure was unknown. The physician felt the event is considered as likely to be related to the atlantis imaging catheter and not the ilab pullback failure.

Manufacturer narrative:
Updated: patient sex, relevant tests/lab data; other relevant history. Updated/correction: describe event or problem. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient was admitted with an episode of central chest discomfort. The patient developed inferolateral st segment depression with no symptoms. Cardiac catheterization was therefore recommended. Intravascular ultrasound confirmed that the mid lad disease was significant, and the ostial disease was also severe with a very heavy plaque burden extending right back to the left main stem. Angiography revealed a filling defect in the mid lad assumed to be a thrombus. Heparin 3,000 units over and above the original 7,000 units was given although an act came back at 240. Abciximab was given as a bolus and infusion and three export runs were undertaken to aspirate the clot. At the end of these procedures the lad looked satisfactory with no obvious thrombus. The patient was completely asympomatic and was transferred back to ccu. At this stage the patient was recommended for coronary artery bypass grafting procedure.